Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In april 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved and the dysmenorrhoea, vaginal discharge, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-jul-2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved and the dysmenorrhoea, vaginal discharge, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events were added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, lower abdomen pain, psychological or psychiatric problems condition: depression, and mental anguish. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 32-year-old female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycocet (acetaminophen w/oxycodone). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 11 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the dysmenorrhoea, vaginal discharge, abdominal pain lower, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received event " abdominal pain " was added and it is updated as recovered. Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total abdominal hysterectomy with bilateral salpingectomy due to complications of device). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.